Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient was admitted to a medical center on (B)(6) due to worsening symptoms related to their essential tremor but also for other unknown medical issues as of about 3 weeks prior to date notified. It was stated that the patient caused a burn on their wrist while cooking because of the tremors which is making it difficult to feed and cook for themselves. The patient has been trying to make adjustments to their settings but nothing seems to be working at this point, with it being noted that an elective replacement indicator (eri) was seen. There were no falls or trauma related to the issue, and no dissatisfaction with implantable neurostimulator (ins) longevity. Follow up information received from the hcp reported that they spoke with a manufacturer representative (rep) who had figured everything out. It was stated that they were getting an eri message and even when they increased the device settings it still did not help with the patient's symptoms. The patient is going to have the device replaced sometime "sooner than later." The patient was also given medication and they are doing fine now. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.